Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp 011102 - the dentist reported that 4 months after dental implant was installed in intraoral region 3#, its non-osseointegration was observed. In addition, the patient presented insufficient bone quality/quantity (bone type iii) and bone graft was executed.